Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose of 2.7 mmol/l. Customer was treated with food. Customer has been using insulin pump within 48 hours of reported event. Customer did not allege over delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Insulin pump will not be returned for analysis.